Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within manufacturing specifications. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced a device alert which rendered the ventilator inoperable.